Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The cause of the embolization to new territory is unknown. The reported patient embolus is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that during thrombectomy in the right cervical internal carotid artery (ica), proximal right m1 - the stent retriever was used in combination with a subject distal access catheter. Embolization to new territory from right m1 to m2 occurred after one pass. Thrombectomy for right m2 was performed with a non-stryker stent retriever and aspiration catheter and it resolved. It was also reported that vessel perforation occurred during procedure, but it was not related to the subject stent retriever. Patient status reported as mrs:4. No further information is available.

Manufacturer narrative:
This is the second of 2 reports (catalyst MDR): subject device is not available.

Event description:
It was reported that during thrombectomy in the right cervical internal carotid artery (ica), proximal right m1 - the stent retriever was used in combination with a subject distal access catheter. Embolization to new territory from right m1 to m2 occurred after one pass. Thrombectomy for right m2 was performed with a non-stryker stent retriever and aspiration catheter and it resolved. It was also reported that vessel perforation occurred during procedure, but it was not related to the subject stent retriever. Patient status reported as mrs: no further information is available.